Event description:
It was reported that a user experienced difficulty attaching multiple connectors in a box, and a replacement box was provided along with education and troubleshooting. Symptoms included no reported clinical effects. Outcomes included no reported impact on health status and no alerts or alarms. Investigation included customer interview and troubleshooting. Investigation of this case revealed a suspected connector or adaptor malfunction. It was concluded that the event involved a device component issue with replacement supplies provided and no clinical harm identified.